Event description:
Information received indicates the brake/steer at the head end of the stretcher is not working.

Manufacturer narrative:
The technician replaced the broken linkage with a brake/steer upgrade and replaced the head end brake casters to repair the stretcher.